Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Periodic programming history review was performed and high impedance was seen on system diagnostics . The device was previously programmed off a week prior although diagnostics at that time showed ok. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient was seen and high impedance was again noted. Vns was off. Patient was noted to not have a meaningful reduction of seizures with vns. No known surgical intervention has occurred to date.

Event description:
Further information was received from the physician indicating that the patient's lack of efficacy from vns therapy was due to the device malfunction - high impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.